Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a 51 mm malignant esophageal fistula in the esophagus and trachea during a bronchoscopy with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was successfully deployed inside the patient. However, under imaging, a crack in the stent was noted. The stent was removed from the patient with forceps and another ultraflex tracheobronchial stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's address 1: (B)(6). Block h6: medical device problem code a0401 captures the reportable event of stent cracked. Block h10: an ultraflex tracheobronchial covered distal release stent and delivery system were received for analysis. Visual inspection was performed and it was found that the stent cover was damaged (hole). No other issues were noted to the stent and delivery system. The investigation concluded that the observed failure of stent cover damaged was likely due to the factors encountered during the procedure, the technique used by the physician, and/or the patient's anatomy. It is possible that the damage in the stent cover has been perceived as stent break under the imaging. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a 51 mm malignant esophageal fistula in the esophagus and trachea during a bronchoscopy with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was successfully deployed inside the patient. However, under imaging, a crack in the stent was noted. The stent was removed from the patient with forceps and another ultraflex tracheobronchial stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.